Manufacturer narrative:
Results: upon functional testing, the engine was turned on and vacuum pressure was measured was measured at the inlet to be within specification. A test canister was seated on the engine, and vacuum pressure was measured at the canister to be within specification with all four vacuum indicator lights illuminated. Power was cycled multiple times in an attempt to replicate the reported event. The engine turned on and was fully operation each time it was power on/off. Conclusions: evaluation of the returned engine revealed a fully functional device. The engine was powered on and was able to achieve vacuum pressure within specification with all four lights illuminated. The power was cycled multiple times and each time the engine was able to turn on and was fully functional. The reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the procedure, while starting the engine on the third time, the engine was running but was not aspirating; therefore, the engine was not used for the remainder of the procedure. The procedure was completed using another engine. There was no report of an adverse effect to the patient.